Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a curette. It was reported that tip was broken.  There was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis (B)(4) :part # 9181910 : lot # mr04e008 visual inspection revealed a portion of the curette tip has been chipped off. Damage present is consistent with regular use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.